Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') and tooth disorder ('dental probs') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included stress incontinence on (B)(6) 2017, acute maxillary sinusitis (also acute bronchitis, tobacco dependence syndrome, treatment with amoxicillin, prednisone) on (B)(6) 2017, upper respiratory infection (including acute maxillary sinusitis, acute otitis media, treatment with amoxicillin, prednisone) on 12-oct-2016, herpes zoster (localization: right shoulder) on (B)(6) 2015, pap smear abnormal (cryo) in 2012, cholecystectomy (laparoscopic) on (B)(6) 2007, gallstones on 10-jul-2007 and smoker. Previously administered products included for contraception: ortho tri-cyclen from 2000 to 2004. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2005 to (B)(6) 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2006, the patient experienced metrorrhagia ("metrorrhagia (bleeding b/w periods)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2008, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In 2010, the patient experienced nausea ("nausea") and migraine ("migraine\migraines / headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder (seriousness criterion medically significant), back pain ("back pain"), abdominal distension ("gastrointestinal or digestive syatem conditions type: bloating, chronic diarrhea") and diarrhoea ("gastrointestinal or digestive syatem conditions type: bloating, chronic diarrhea"). In 2015, the patient experienced sensitive skin ("rash/skin condition"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with analgesics and surgery (root canal, extraction and scheduled on (B)(6) 2019). At the time of the report, the pelvic pain, tooth disorder, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, abdominal distension, nausea, feeling abnormal, migraine, headache, weight increased, sensitive skin, vaginal haemorrhage and diarrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, sensitive skin, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.7 kgs. Hysterosalpingogram - on (B)(6) 2005: bilateral occlusion. Satisfactory obstruction of fallopian tubes. Hysteroscopy - on (B)(6) 2005: after essure insertion procedure: four coils on the left and six coils on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: plaintiff fact sheet received: reporters added. Patient's demographics added. New event- abnormal bleeding (vaginal) and chronic diarrhea were added, some events were updated from neurological problems to brain fog, rashes or skin conditions to sensitive skin, gi conditions to bloating. Lab data updated from imaging procedure to hysterosalpingogram. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), tooth disorder ("dental probs"), migraine ("migraine"), headache ("headaches"), rash ("rash/skin condition") and skin disorder ("rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019; hyst. (Full)). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, gastrointestinal disorder, nausea, nervous system disorder, tooth disorder, migraine, headache, weight increased, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: removal date is scheduled on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with chronic, pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), allergy reaction, bladder probs, urinary probs, gi conditions, nausea, neuro condit/prob, dental probs, migraine, headaches and weight gain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.